Event description:
During service, the facility reported a failure code 810:04 on channel a. The hospital rep stated that there were no reports of patient injury or medical intervention. No additional information is available.